Event description:
Customer reported via phone call that sensor was delivered with the needle disconnected from the base and already retracted. Sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found needle separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.